Event description:
Physio-control engineering is investigating a reported event where devices with foreign language translation display the incorrect message following defibrillation energy delivery. The display message should be "energy delivered"; however, it displays "energy not delivered". There was no pt use associated with the reported problem.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.